Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two(2) prefilled large volume infusors leaked. This was found while preparing the infusor before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed via the naked eye and tiny droplets of fluid located on the interior wall of the housing was found which indicates characteristics of condensation. No evidence of fluid was observed inside the bags that contained the devices. However, the paper tape on the tube set of the devices was noted to have been wet which suggests a leak may have occurred outside the device housing. The blue winged luer cap was observed to be tightened. The cap may not have been initially tightened and resulted in leak which caused the paper tape on the tube set to be wet. Signs of surface roughness were not observed inside the caps when inspected under the microscope. A functional leak test was performed by filling the devices with green color water. After fill and prime, the cap was hand tightened and the devices were being monitored until the next day; no signs of leak were observed. The reported condition was verified during visual inspection of both devices; however, not verified during functional testing. The cause of the condition could not be determined; however, a probable cause could be related to use error by not initially tightening the winged luer cap. The product label (IFU, instructions for use) instructs to ensure that the cap is securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.